Event description:
Twelve hours after pci, thrombus was found in the cypher. Pci was performed on this pt who emergent treat due to an ami in the mid right coronary artery of 15mm in length in an unknown vessel diameter. The (b2) lesion was characterized as calcified and tortuous. Intra-procedure medications included asa 100 mg/day, 10,000 units of heparin, ticlopidine hyd 200mg/day and cilostazol 200mg/day. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atm before deploying one 2.5x18mm cypher at 16 atm. Post-dilation was performed with a 2.5x15mm balloon for unspecified reasons. Ivus was conducted. Timi I and iii flows were recorded pre and post-procedure, respectively. The residual diameter stenosis measured 0%. Act was not measured but aptt was between 50-80. Post-procedure medications included asa 100 mg/day, ticlopidine hydrocholoride 200mg/day and cilostazol 200mg/day.